Manufacturer narrative:
Please note that this MDR is being submitted late. The MDR should have been submitted by april 5, 1998, 30 days after the device was returned to the manufacturer for evaluation. A communication error occurred which caused the delay in the filing of the MDR. Co apologizes for any inconvenience this error may have caused. The user facility returned the lma in question to the manufacturer for evaluation. The lma was in average condition, with a yellow airway tube and a lightly marked connector. The valve adapter cap had been returned separate from the valve. The cap is cracked and its material is degraded and discolored. The valve core also appears degraded and discolored. It is probable that the mask has been in contact with chemicals that have degraded the acetal components of the valve.